Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: h3, h4, h6. Based on the results of the investigation, a definitive root cause of the rust on the plug body assembly could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: forceps channel port had corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope exhibited rust on the plug body assembly. The event occurred during reprocessing. There were no reports of patient involvement.